Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities. The visual inspection of the sample noted one suture and one needle. The needle was received broken at the swaged end. Upon microscopic inspection of the needle, instrument marks were noted near the swaged end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Holding the needle at the swaged end can cause the needle to bend or break. As per the IFU, the needle should be held in the middle, where the diameter is thickest. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, an x-ray was performed to locate the component or to confirm its' location and removed the needle from the cavity. It was an absorbable suture opened just prior to use that was not hydrated prior to use. No patient injury reported. Surgical time was extended by 30 minutes in order to perform the x-ray and locate the needle.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the needle of the device broke. The needle fell into the cavity of the patient and an x-ray was performed to locate the component. The needle was retrieved from the cavity and another device was used to complete the procedure. There was no injury to the patient.